Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the customer experienced a blood glucose (bg) level of 51 mg/dl. Reportedly, customer overcorrected with a food bolus. Bg was addressed via consumption of carbohydrates. Reportedly, the customer continued using the pump for insulin therapy.